Event description:
It was reported that the procedure was treat a lesion in the arteriovenous (av) anastomosis with 80% stenosis, heavy calcification and moderate tortuosity. The 7.0x80mm armada 35 balloon dilatation catheter (bdc) was prepared per instructions for use (IFU). The bdc was advanced without resistance; however, a balloon rupture occurred at 13 atmospheres (atms) during the first inflation. Another armada 35 balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.